Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same customer, livanova learned that the device was placed inside the operating theater during use with the fan opposite to the patient at an estimated distance of four (4) meters from the surgery field. Reportedly, the device was cleaned as per instructions for use. However, it was also revealed that hospital did not apply the water quality monitoring by daily checking the peroxide level. Considering the available information, it cannot be excluded that the above-mentioned deviation from instructions for use may have led/contributed to reported contamination.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that currently the device is cleaned regularly as per instructions for use, patient reusable blankets are not used, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent one is used, prior to initial operation and prior to storing the heater-cooler its surfaces and water circuits are disinfected and also after every operation. The device placed inside the operation theater during use with the fan of the device positioned behind the surgical field, at an estimated distance of one (1) meter between the surgery field and the device. In addition, water quality monitoring is not applied and the h2o2 is not checked every day as prescribed by device instructions for use; if the device is stored full, h2o2 is not checked daily and it is not added when the water in the tanks is changed (each 7 days). Lastly, 3t aerosol collection set is not replaced after the allowed use period. Considering the available information, it cannot be excluded that the above-mentioned deviations from instructions for use may have led/contributed to reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera during periodic monthly test. There was no patient involvement.